Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligners are giving them blisters, bruises on the inside of their lips. The edges are really sharp. Provided comfort tips and requested follow up after trying tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.